Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint regarding a frayed cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was noticed to have a frayed cable. The procedure was completed with no report of patient harm, adverse outcome or injury and with a delay of less than 15 minutes. Intuitive surgical. Inc. (Isi) contacted the site and obtained the following additional information regarding this event: the customer provided the following response: "no, there were no fragments and in some cases the instrument was very hard to handle"